Event description:
A trilogy100 ventilator, u.s.a. Was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the initial evaluation of the trilogy100 ventilator, u.s.a. The device was rejected at testing for not charging or powering on. The service technician plugged the device into ac power, and the device did not power on or charge. The device was disassembled and it was determined the root cause was a faulty power management board. The device's power management board has been replaced due to the power issue. Unrelated to the issue, the device's damaged base enclosure and rear enclosure have been replaced in addition to the missing displaced rubber feet. There are no significant errors in the device's event log. The device was repaired and passed all testing.